Event description:
Patient has reported suspected rupture, "a lump in the breast" and " enlarged lymph nodes due to inflammatory reaction." Device side is unknown. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, a.4, b.5, b.6, d.1, d.2a, d.2b, d.4, d.6a, d.6b, h.4, h.6

Event description:
Patient has reported right side rupture via MRI, "a lump in the breast" and " enlarged lymph nodes due to inflammatory reaction." Device side is unknown. Healthcare professional later reported "breast deformation due to rupture. Shortness of breath, joint pain and performance decline could be related." The event of "joint pain" is not device related. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. Clarification to h6 of previous emdr: the clinical codes of e0717, e1601, and e2402 have been deemed not related to the device and were reported in error.

Event description:
Additionally, the reported events of "shortness of breath, joint pain and performance decline" have been deemed not related to the device.